Manufacturer narrative:
The troponin t hs stat reagent expiration date was not provided. The e601 module serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The alarm trace showed an aspiration alarm close to the time of sample pipetting. The investigation is ongoing.

Event description:
We received an allegation regarding discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e601 module. Initial result: 42.15 pg/ml. On (B)(6) 2025: a new sample was drawn from the patient and tested, resulting in a value of 4.22 pg/ml. The original sample was then repeated, and the repeat result was 3.00 pg/ml (accompanied by a data flag). The repeat result was considered to be correct.

Manufacturer narrative:
Section d4 was updated. No calibration influence was observed. There was a sample-related alarm close to the pipetting time, pointing to a potential sample quality problem. Due to the limited pre-analytical information provided, a pre-analytical sample handling error can't be excluded. The customer and service maintenance were completed within specifications. A general reagent or analyzer problem can be excluded since the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.